Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that, before a cataract surgery, an ophthalmic suture lacked toughness and broke. The surgery was completed on the same day using an alternative suture, and there was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.9,h,3,h,6 and h.11. One unopened ophthalmic suture, in pouch, in a blister was received for the report of suture lacks toughness and broke. Sample was visually inspected and found to be conforming. A dimensional inspection was done for suture diameter, and sample was found to be conforming. Functional testing for suture strength was performed, and sample was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned unopened sample was found to be visually, dimensionally and functionally conforming, therefore the suture lacks toughness and broke as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.